Event description:
Information was received indicating that the 15mm adaptor to a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube broke completely off while it was secured in the patient. Subsequently, the caregiver performed a trach tube change out with no reported patient injury.

Manufacturer narrative:
H3: two pictures of a pediatric tracheostomy tube were received. In picture one, a big split was observed at the neck strap. In picture two, it was observed that the shaft was broken and the connector was separated. Two (2) samples were received from p/n 67pfss40 l/n 3853416 in used conditions without their original packaging inside a ziploc bag and with their certificate of decontamination. Visual inspection was performed at 12" under normal conditions of illumination in order to detect any damage on the parts. During the visual inspection of sample 1, a big split was observed in the neck strap. During the visual inspection of sample 2, the following was detected; it was seen that shaft was broken and the wire was exposed, it was also seen that the whole adhesive was attached to the connector. Relevant documents were reviewed and considered adequate and correct for testing and inspection activities. The reported issue was confirmed and after a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the shm facility.